Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the radiolucent drive device was not working properly. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was frozen and did not rotate when power was applied. Therefore, the reported was confirmed. It was determined that this was due to immersion during cleaning, which is failure to follow the directions for use. The assignable root cause was determined to be immersion / improper cleaning which is misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.